Manufacturer narrative:
Per (B)(4) combined report. It was reported to corin that the patient had feelings of dislocation, however, a dislocation did not occur. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Pre-operative planning was conducted for this case, however it was confirmed that the patient specific instruments and plans were not used for this case. It was later identified that the planned head offset and cup orientation was different to that which were achieved in surgery. Corin have not been informed as to why the surgeon had deviated from the plan, however, it is likely that these discrepancies resulted in the feelings experienced by the patient. Based on this information, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision due to patient experiencing feelings of locking and dislocation. The patient underwent a CT to determine the position of the implants. It was noted on the CT that there was a minor possibility of impingement, however, during the revision there was no evidence of impingement and no marks evident on the stem.